Manufacturer narrative:
The doctor reported that when replacing a screw that he had removed in order to polish a patient's restoration, the screw fractured when being hand torqued. The fractured screw was returned to attachments international for evaluation, however it could not be confirmed whether or not the screw met product specifications, as only a portion of the screw was returned. The remaining lot quantities were visually inspected for defects and none were found. A review of the manufacturing records was conducted, and it was confirmed that there were no non-conformances in the manufacturing process and that product release specifications were met. It has therefore been concluded that this incident occurred as a result of user technique. The remaining portion of the screw was retrieved from the patient's implant and the patient is doing fine.

Event description:
On (B)(6) 2010, a doctor reported to attachments international, inc. That an imz 3.3 imc conversion screw had fractured.